Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4).

Event description:
The patient presented to the hospital on the event date due to a car crash that caused "blunt abdominal trauma." It was reported that the catheter had dislodged. The patient was told prior to surgery that the catheter had detached from the anchor; this was observed on x-ray prior to the use of fluoroscopy. It was reported that it was determined at the emergency room that the catheter had disconnected from the pump, but this proved inaccurate post-operatively; it was determined under fluoroscopy that the catheter hadn¿t dislodged from the pump; the catheter had snapped off at the connector piece. No patient symptoms were reported in relation to this event. The healthcare professional (hcp) ordered the pump to be programmed to minimum rate mode and was to give the patient oral medication. During a catheter revision surgery on 2014 (B)(6), the hcp went into the spine and replaced the connector with an 8780 ascenda catheter on the pump segment which was intact; a portion of the catheter was left in as well as the anchor. The hcp removed 32.4cm and left 56.6cm of the 89cm 8709 catheter implanted. Following the revision surgery, it was reported the patient was doing well and was to follow up with their managing hcp. The pump was delivering dilaudid and clonidine. Follow-up is being conducted for additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later reported that the catheter had not migrated. When they went in to do the revision, the catheter was s evered into 2 pieces at the anchor site. The physician left 36 cm of the catheter within the patient but not in use because he did not want to dig around for it as it was in the intrathecal space. The hcp added a brand new ascenda catheter. The cause was a motor vehicle accident that the patient was in.